Manufacturer narrative:
Updated event date and information that only the defibrillation lead was dislodged and repositioned. There is no complaint on this lv lead. -

Event description:
On the second day after implantation, the patient suffered from hypotension, and anuria. Gradually, renal insufficiency developed. On (B)(6), a dislodgement of the lead was detected. The patient was hospitalized. Chest x-ray was done. Lead was repositioned. It could not be clearly determined which of the two leads dislodged. A review of data showed that this file was inadvertently not entered into the system and is therefore recorded now.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.